Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. At 20.5cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen, and the balloon was tightly folded. There was blood present in the guidewire lumen and within the balloon folds. Product analysis was unable to confirm the reported event as there was no damage to the tip of the device found in analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that tip damage occurred. The patient presented with coronary artery disease. A 2.50mm x 8mm nc emerge balloon catheter was selected for use in a percutaneous coronary intervention. However, during preparation, the catheter tip was bent and damaged. Another balloon was used to complete the procedure. No patient complications were reported. However; returned device analysis revealed shaft break.